Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the ER with syncope. It was determined that the device had reached end of service prematurely. 3 months prior the device had a projected longevity of 1 year. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device revealed lifted hybrid bond wires.